Event description:
A patient reported they stopped wearing their aligners because they caused tooth mobility. The patient also noted they have a history of gum disease and are therefore contraindicated for treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.